Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. The console was examined by a field engineer and it was observed that the suction problem could not be duplicated. Found the suction force within proper limits. System was operating within manufacturer´s specifications. No other information is available.

Event description:
It was reported that during a brevera procedure on (B)(6) 2023, no suction could be obtained during the procedure after the needle was inserted into the patient´s breast, unable to acquire samples. The patient was rescheduled for a new procedure. The console was examined by a field engineer and it was observed that the suction problem could not be duplicated. Found the suction force within proper limits. System was operating within manufacturer´s specifications. No other information is available.